Event description:
Pt was involved in clinical trial. Pt was dropped from study because they thought pt was non responsive to the previous two studies. Since the pt was dropped he had not used any medication for depression in the last 3 months because facility had not supplied the medication and pt is depressed.

Event description:
Add'l info rec'd from rptr 3/8/06: I have suffered from major depression the majority of my adult life and I was taking the anti-depressant wellbutrin. I was optimistic when I was accepted to participate in a research study which used a medical device, neuronetics model 2100 crs repetitive transcranial magnetic stimulation (rtms) system in treating depression. My commitment to this study was shown through: I had to stop taking all medication in order to participate in the study. During the 3 months of participation, I traveled 100 miles round trip per day. The round trip travel time was an average of 2.5 hours and the sessions averaged 1.5 hours, which totaled about 300 hours. I made all of the sessions in a timely manner. I also had to take two tylenol before every treatment of offset some of the discomfort from the treatments. R.n. Was present at every session due to the possibility of seizures. I did everthing asked of me! In 08/2005, I began double blind study. After 5 weeks it was determined that I was non responsive. On 09/23/05, I was transferred to research study, which was known active treatment. The 6 weeks of treatment ended 2 mos later. I was seen by r.n. Who administered all the treatments. After the results of my evaluation were called to neuronetics, I was to be informed whether I qualified for research study, which would have been an additional 6 months of treatment. Five days later, I returned and dr informed me that I did qualify for research study. I was given my copy of the participation consent form to review. I had several questions regarding the study. Discussed research study which is 6 months, and an add'l program that would be available which would continue for an another 6 months, as well as, that I was leaving town to visit my children. Neuronetics made no mention of a mandatory date for an eval to continue with the research study. On my way out study co-coordinator and the person that was with me during every treatment, came out and stopped me at the pt waiting area and stated that she had just spoken with neuronetics and that I should not worry. I return to town at approx 4:00 p.m. I immediately called and spoke with clinical studies unit and told her that I wanted to continue with research study. She stated that I needed to come in the day for an eval. About 30 minutes later I was informed by dr that neuronetics dropped me from the program. Neuronetics did not inform me, or any of the clinic personnel, that it was mandatory that I return to clinic for an eval or I would be dropped from the programs.